Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a 10 unit bolus instead of the intended 1 unit bolus. Reportedly, customer treated bg level via consumption of carbohydrates, however, the customer went to the emergency room (ER) as a precaution due to the amount of insulin on board. Customer's bg level was 188 mg/dl upon arrival to the ER. At the ER, bg was treated with an unspecified intravenous treatment, and continuation of consumption of carbohydrates. Reportedly, customer left the ER, a couple hours later with customer in stable condition (bg 190 mg/dl).